Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system shutdown. The fse determined the cause of the problem to be the generator interface board, system software, hard drive, power control board, interconnect cable, battery pack, ps1, and system cables, multiple components. The fse replaced the gib, hard drive, ps1, system cables and reloaded software/calibration/configuration to resolve the issue. The fse verified system functionality. Based on age of the system, manufactured in 2001, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface (gib) pcb, power control pcb, interconnect cable, hard disk drive, battery packs, generator driver pcb cables, and ps1 power supply were evaluated and replaced. The system software and configuration files were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.